Event description:
It was reported that a patient underwent an aortic graft procedure on an unknown date and a surgical sealant was used. Two days post operative the patient became febrile with a temperature of 103-104. The patient was treated with broad spectrum antibiotics. Pan cultures did not identify any organisms up to seven days post operative. The patient's vital signs were stable with no septic appearance. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2012-06972 and 2210968-2012-06973. The same patient is represented in each medwatch.